Manufacturer narrative:
(B)(4).

Event description:
It was reported that a lead insulation anomaly was observed during generator change out. It appeared that the optim clear film was peeling off distal to the yoke. The lead was repaired, tested, and showed no electrical anomalies. The lead remained implanted and active. The patient continued to be monitored normally.